Manufacturer narrative:
(B)(4). It was reported that the area not cleaned prior to starting peritoneal dialysis which led to the peritonitis event was the blue area where the catheter opens. On unreported date(s), the patient was treated with vancomycin (dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported that the strength and dosage of the vancomycin therapy were being adjusted each time the patient visited the clinic. The patient is considered to not be recovered from the peritonitis event and a final peritoneal effluent culture has not been scheduled at this time. On an unknown date, the patient was retrained in proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not clean the exchange area before starting peritoneal dialysis. The patient was not hospitalized for the event. Treatment of the event was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available.